Event description:
It was reported that a patient presented to clinic after having received several shocks. All shocks were appropriate except for one, where the device delivered shock for an svt episode due to programmed parameters. No programming changes were made. Device remains implanted. The patient was instructed to continue taking prescribed medications and will be monitored via follow-up in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.